Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 3.0, lab: 9.x. Tests performed about 2 hours apart. Patient self tester was milking finger after finger stick and touched finger to the sample well. Therapeutic range: 2.0-3.0. Patient self tester stated that the meter originally correlated well with the lab: (B)(6) 2013 - inratio = 3.0; lab = 3.3. Patient ended up going to the emergency room two hours after testing on her meter due to intense pain from her feeding tube sites. She stated there was no unusual bruising or bleeding. She was already scheduled for surgery to fix the feeding tubes because physicians were unable to remove the sutures; surgery was moved up due to intense pain and a portion of her bowel was also removed.

Manufacturer narrative:
Investigation pending.